Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported that white particulate matter was observed near the black stopper. To support the investigation, the quality team received one sample in opened blister packaging and one photograph for evaluation. Visual inspection of the returned sample identified an embedded white speck in the syringe barrel, located approximately 3,32 inch from the bottom. The photograph provided corresponds to the sample received. No additional defects or imperfections were observed. Embedded, degraded resin in this component is typically associated with injection molding startup conditions or may occur intermittently during the molding process. In such cases, degraded resin can dislodge and become incorporated into molded components. A device history record review was completed for material number 309653, lot 5293693. The review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were identified. All processing steps and final inspections met specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the customer reported symptom is confirmed.

Event description:
It is reported foreign matter. Verbatim: material 309653. Batch 5293693. Please see attached picture of defect, white particulate matter near black stopper. Lot and exp date provided in picture. Sealed 50ml syringe, available to be sent back for further investigation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.